Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained from meter memory of 97, 88, 97, 134 and 84 mg/dl. The customer's expected fasting blood glucose test result range is 70 - 80 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 93 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 09/30/2017 and open vial date is (B)(6) 2016. Customer stated that is not taking any medication. Customer test 5-7 times a day. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: customer is concern with all these results.